Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device with a reported issue is filed under a separate medwatch report number.

Event description:
It was reported that vessel closure of a 6f sheath hole was attempted following a diagnostic procedure. Reportedly one proglide suture was reportedly undone, and the thread of a 2nd proglide was loose at the time of shooting. A third proglide was used successfully to achieve hemostasis. No additional information was provided.

Event description:
Additional information: returned device analysis noted that the guide was separated (not in two separate pieces) from the guide tube on both proglide devices. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿thread was loose at the time of shooting¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and the entire suture was not returned for analysis. The observed broken guide, bent guide tube, and bent sheath were not reported and they are likely the result of post procedure handling during packing for returned to abbott. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.